Event description:
It was reported that the original surgery was (B)(6) 2007: four 6.4x50 screw, cords and spacers inserted. Patient complained of leg pain after surgery. Surgeon identified one screw that was not positioned correctly. Revision surgery performed (B)(6) 2007 to reposition the screw and insert new spacer and cord. It is unk which screw was re-positioned. No devices are being returned.

Manufacturer narrative:
A check of the mfg papers showed no deviations of the specifications. This report will be amended when our investigation is complete. Our case number is (B)(4).